Event description:
It was further suspected that the home heart monitor has a loss of wireless communication which may have shortened the life of the ICD battery.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d364trm implantable cardioverter defibrillator (ICD)  2012-(B)(6). (B)(4).